Event description:
Info receved indicates during device introduction into the aorta, the tip (connector) of the unit was noted to be cracked. The product was changed-out during the case with no affect to the patient.